Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the high resolution stereo viewer (hrsv). The system was tested and verified as ready for use. As of the date of this report, the hrsv has not yet been received by isi for evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the left eye in one of the surgeon side consoles (ssc) was completely black. The system was set up in a dual ssc configuration. The caller power cycled the system and reseated both ends of the blue fiber cable, but the issue persisted. The caller specified that the monitor itself was completely black, and no universal surgical manipulator pods were present on the bottom of the screen. The surgery was completed using the second ssc. There were no reports of patient injury.